Manufacturer narrative:
H.6. Investigation: one product sample was returned to our quality team for investigation. Through visual inspection, a foreign particle was observed within the product. The material was removed from the barrel and characterization analysis was performed, identifying the material to consist of cardboard/paper product and silicone. A device history review was performed for reported lot 817411a, no deviations or non-conformances related to the reported issues were identified during the manufacturing process. The manufacturing site that supplies the syringe was notified of this incident. Through their investigation it was determined the particle likely originated from the assembly process.

Event description:
It was reported that a normal saline 10ml fill in 10ml syringe had foreign matter. The following was reported, " it was reported that a clump of debris was floating inside. Per pir form: lot 817411a with a clump of debris floating inside."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a normal saline 10ml fill in 10ml syringe had foreign matter. The following was reported, " it was reported that a clump of debris was floating inside. Per pir form: lot 817411a with a clump of debris floating inside."